Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Device evaluation: no device available for return to cirl for evaluation. Therefore, a document based review was complete with the available information. Documents review including IFU review: prior to distribution fs-mar devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the fs-mar device could not be completed as the lot # is unknown. As per instructions for use, ifu0032-5: ¿stent should be checked periodically for signs of biliary obstruction. This stent should not be left indwelling for more than three months or as directed by physician.¿ root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patient¿s condition. It may be noted that obstruction of the pancreatic duct is listed as one of the potential complications within the instructions for use. Summary: the customer complaint was confirmed on customer testimony. The individual patient outcomes are unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Antireflux versus conventional plastic stent in malignant biliary obstruction: a prospective study. 6 patients experienced significantly shorter stent patency (fs-mar-x-xx) compared to quickplacev and flexima plastic stents. "As per complaint form": an unplanned interim analysis of the remaining 13 patients was performed in (B)(6) 2010. This interim analysis showed significantly shorter (p = .0003) stent patency in the ars arm. According to the results of our study, this ars should not be used in clinical practice. This event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for surgical intervention (stent exchange) carried out as a result of early occlusions within the lesion where a fs-mar-10-x stent was indwelling also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent occluded'.